Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a patient infusion, iron leaked from the connection site. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: remove pri tubing, 8015, and 8100 which were reported in initial report. Add 250ml hospira bag, ndc (B)(4), lot number 87-018-jt, exp 1 mar 2020, 0.9% sodium chloride. The report of a leak at the connection site was confirmed. Visual inspection showed no anomalies. Functional testing showed a slow leak from the maxzero valve. Magnified inspection revealed evidence of interior damage near the top edge of the valve body. The root cause was determined to be equipment error during the automated assembly process.

Event description:
The customer reported that during a patient infusion, iron leaked from the connection site. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: non bd set with 500ml hospira bag ndc 0409-7983-03, lot number 87-912-fw, exp 1 mar 2020, 0.9% sodium chloride, nexiva peripheral IV.

Event description:
The customer reported that during a patient infusion, iron leaked from the connection site. There was no patient harm.